Event description:
There is hole in the top corner seam of the exactamix 2l eva container (marked on the bag). This was discovered during compounding by the pharmacy technician and did not have any patient interaction.